Event description:
Patient was complaining of pain. Rn discovered pre-loaded morphine pca syringe was cracked at top and the morphine was dripping on the floor. Rn replaced pca syringe and tubing, and the pca pump was re-started. Patient's vital signs were stable. Patient was alert and talking to staff. The cracked syringe was returned to hospital pharmacy. Pharmacy staff notified syringe manufacturer that device had failed.